Event description:
It was reported that this implantable pacemaker triggered a code, due to a telemetry issue and a code 1003 was later triggered. A code 1003 is indicative of battery voltage too low for the projected remaining capacity. It was also noted that the surface on the patient was showing intrinsic events that were narrow, when the device said it was pacing. This pacemaker was removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device had no telemetry upon return. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. The battery analysis determined that there was a short in the cell. This short was a result of the cathode tab coming in contact with the can due to a torn insulator tube. It is suspected the short may have contributed to the anomaly in the rf mics module. The rf mics module issue caused premature battery depletion, which resulted in the cathode tab swelling (this is not unexpected in the presence of an increased current draw and premature battery depletion) and coming into contact with the can sooner than it would have in the absence of the increased current draw/premature battery depletion.

Event description:
It was reported that this implantable pacemaker triggered a code, due to a telemetry issue and a code 1003 was later triggered. A code 1003 is indicative of battery voltage too low for the projected remaining capacity. It was also noted that the surface on the patient was showing intrinsic events that were narrow, when the device said it was pacing. This pacemaker was removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion. Additional information was reported indicating that the pacemaker was returned and a device evaluation was completed.